Manufacturer narrative:
A replacement glidescope core quickconnect cable was provided to the customer and the cable used during the reported event was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the customer's cable but was unable to confirm the reported image issue. The tsr connected the customer's cable to verathon's test equipment and manipulated the cable, wiggled the connections, and rapidly detached and reattached each connection. No imaging issues were observed with any test device. The cable passed verathon's device functionality testing and confirmed to be within specification. Upon completion of verathon's device evaluation, the cable was scrapped due to the customer already being provided with a replacement cable. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that while using a glidescope core quickconnect cable during a patient procedure, the cable did not show the camera when inserted in the vent tube. The procedure was completed using a different cable from the hospital and was reported to have worked correctly. No delay in the procedure or harm to the patient was reported.